Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("the cracked disposable handle broke in the 5 fr. Working channel of the hysteroscope") and complication of device insertion ("complication of device insertion") in an unspecified number of female patients who received essure (ess205) (batch no. 509207, 509208). Other product or product use issues identified: device damage "damaged the insert when the delivery system was introduced." On (B)(6) 2006, the patient started essure (ess205). On (B)(6) 2006, the same day after starting essure (ess205), the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter considered device breakage and complication of device insertion to be related to essure (ess205). The reporter commented as clinical consequences observed major material losses. According to him, incident had already occurred 5 or 6 times. Company causality comment: this medically confirmed, spontaneous case report refers to an unspecified number of female patients who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure the cracked disposable handle broke in the 5 fr. Working channel of the hysteroscope, which damaged the insert when the delivery system was introduced. These events are anticipated according to essure's reference safety information. Breakage of the essure catheter during attempted insertion and difficulty in deployment or detachment can occur, especially in tubal ostia that are more laterally located or in cases of tubal spasm. Handling errors and deviations from the instructions for use may also cause a shape alteration of the device. In this particular case, no details were given about any difficulties during the procedure. However, considering the events occurred in association with device placement causality cannot be excluded. This case was regarded as other reportable incident, as although there was no death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis will be requested.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("the cracked disposable handle broke in the 5 fr. Working channel of the hysteroscope") and complication of device insertion ("complication of device insertion") in an unspecified number of female patients who had essure (ess205) (batch no. 509207, 509208 (both invalid)) inserted. Other product or product use issues identified: device damage "damaged the insert when the delivery system was introduced" on (B)(6) 2006. On (B)(6) 2006, the patients had essure (ess205) inserted. On the same day, the patients experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and device breakage to be related to essure (ess205). The reporter commented: as clinical consequences observed major material losses. According to him, incident had already occurred 5 or 6 times. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 23-jun-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1639 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 22-jun-2017: quality-safety evaluation of ptc. Company causality comment: other reportable incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.